Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure, low impedance was noted on the right atrial (ra) lead after connecting the lead to the newly replaced device. A lead fracture under the device pocket was confirmed by fluoroscopy. It was thought the fracture was due to the age of the lead. The lead was capped and replaced during the same procedure. No patient complications have been reported as a result of this event.